Event description:
Patient states that he began feeling sick with stomach pain in (B)(4) of 2016 and had a CT scan that was performed after going to the hospital which revealed there was a leak of the aneurysm implant that was originally implanted to treat an abdominal aneurysm. The patient said that the surgeon did a revision surgery to fix the issue, however 6 weeks later had same recurring issue with the implant and had to go in for another revision surgery. The patient goes on to state that the device began to leak a third time in (B)(6) of 2018, and visited a different surgeon that was not able to rectify the issue either. Patient also states that there was a possible recall that he was looking into for his device that was actually for the problem of leakage in these implants, the only issue however is the fact the patient isn't aware of whether the specific device in him is affected by this recall.